Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause was attributed to user error. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2016, that a sign im nail implanted to repair a fracture was replaced due to being too long. The im nail was replaced with a 12mm x 340mm standard nail per the sign technique manual.